Event description:
The patient is experiencing myopotential sensing/excessive noise on the atrial lead which is causing mode switching. The lead use will be continued per physician despite the performance issue.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.